Event description:
It was reported that an ostomate using hollister new image barrier experienced barrier leakage. The end user reported that the leakage went into divots on her skin which contained healing surgical wounds. She said the leakage irritated the wounds and the wounds opened. The end user reported going to the doctor who said the wounds that opened were infected and that she will need surgery to remove the infection and close the wounds. Hollister is sampling some alternative types of barriers and other supplies for the end user to try.

Manufacturer narrative:
This medwatch was originally filed on 9/27/2022 as 1119193-2022-00035. Hollister has since determined that this product was manufactured in our lithuania plant and should be filed under. Therefore, the initial report was filed in error. Please delete the initial report with the erroneous number and use this report with the correct number. Trend analysis conducted for barrier allowing leakage and skin irritation for this sku and no adverse trends observed. Device history record (DHR) review conducted based upon the lot number provided and the records were found to be complete and accurate. Sample not returned so sample evaluation not possible. Root cause of reported skin irritation and infection from leakage of the ostomy barrier cannot be determined.